Event description:
Customer reported that the articulating arm broke causing the injector to fall to the floor. The broken arm was found by the CT technologist. The injector head was in okay condition and was remounted onto a floor stand provided by e-z-em.